Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient didn¿t think their therapy was working. The patient reported that they started having urinary tract infection (uti) symptoms the day before the call and confirmed they had a uti the day of the call. The patient stated they noticed they weren¿t feeling stimulation but knew that it could be normal. Syncing with the programmer showed stimulation was off. The patient stated they were pushing the stimulation off button thinking it turned off the programmer. Button use was reviewed. The patient stated the programmer showed program 2 was active at 1.6v. The patient decreased stimulation to 1.0, turned stimulation on, and increased to 1.2 where they could feel stimulation at a comfortable level. The patient was redirected to their healthcare provider if the symptom control didn¿t return. No further complications were reported.